Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was down. The field service engineer (fse) performed diagnostics and pressed ctrl, alt, delete on the keyboard, allowing the station to reboot into the application. After the system loaded successfully, the medbank agent confirmed that the station was fully functional. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cabinet was down. User unable to issue medication and using emergency keys to take the medication out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.